Event description:
Received information regarding an empty cartridge alarm 8 and a change cartridge alert 13 during the load process. Reportedly, the customer believes the alarms did not get recorded in the pump's history. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow-up supplemental report will be submitted if the device has been received.